Manufacturer narrative:
Initial and final MDR (B)(4). MDR (B)(4). Device 3 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states on 20-may-2024, it was reported by the patient that three infusions fell off due to which hyperglycemia occurs within 12 hours of use. Event occurred on 05/17/2024 and 05/03/2024. High blood glucose level was 200 mg/dl. Patient replaced infusion set and resumed insulin successfully. No further information was available.